Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro closure device and delivery system (wds) were selected to be used. The patient had frail tissue. During the procedure the laa was perforated due to multiple recaptures of the closure device resulting in a pericardial drain. Cardiothoracic (CT) surgery was performed to clip the appendage. The patient was admitted to the hospital but is expected to make a full recovery.